Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Based on the clinical assessment findings, the reported type 3b endoleak has been determined inconclusive, but there was evidence of a treated type 2 endoleak.

Event description:
It was reported that the patient had a secondary procedure, due to an endoleak. Reportedly, the patient presented with a leak, originally thought it was a potential 3b. The patient was brought back to operating room and could not identify a hole, physician thought it was a type 2. Therefore, the physician elected coil lumbar, and the leak was still present. A duplex us was done, and clearly looked like a hole. The patient was brought back to the operating room (B)(6) 2015, and the graft was relined with a main body. After relining the leak was gone, and the patient is well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.